Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. During investigation the pump was inspected and during power up, the pump lcd display found to be missing pixels. Further investigation of the pump determined that the lcd display was corrupted. According to the investigation the corrupted lcd display was the root cause of the reported problem. Therefore, the lcd display will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump lost programming. Subsequently, the patient switched to backup pump and there was no interruption to therapy. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.